Event description:
The pt was hospitalized from (B) (6) 2010 until (B) (6) 2010 due to leg spasms. Treatments included implanting a baclofen pump. Once the baclofen was administered, the pt went into a coma (onset (B) (6) 2010) and was moved to the ICU which prolonged the hospitalization. Treatment for the coma was unk and the pt recovered. She did not recover from the leg spasms. The pt was on avonex (interferon beta-1a) at the time of these events. No further info was known.

Manufacturer narrative:
(B) (4).